Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc271200/ serial #(B)(4)/ UDI #(B)(4). Catalog #plc121400/ serial #(B)(4)/ UDI #(B)(4). Which are captured in manufacturer report #3013164176-2021-01199. Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. Images were provided, and an imaging evaluation will be performed.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of a ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the physician wished to implant gore® excluder® iliac branch endoprostheses (ibe) as well, but due to the patient's condition the patient became unstable and it was not possible to place ibe devices at that time. Instead, a 27x12 contralateral leg component was placed on the patient's right side as a temporary fix, and two additional contralateral leg components (14x14 and 12x12) were placed on the patient's left side. The patient's left internal iliac artery was intentionally coiled and covered. It was noted that the ipsilateral limb of the trunk-ipsilateral leg component was located in the patient's left iliac artery. An additional procedure to place the ibe devices was planned for a later date. On (B)(6) 2021 the patient underwent the planned reintervention to place the ibe devices. It was reported that the iliac branch component was successfully placed, but there was difficulty advancing the stiff guidewire. The physician originally planned to use a gore® viabahn® vbx balloon expandable endoprosthesis, but due to the difficulty advancing the stiff guidewire the team opted instead to use a 12x14 contralateral leg component to bridge the iliac branch component and the original 27x12 contralateral leg component. There was no device placed in the patient's right internal iliac artery. On (B)(6) 2021 the patient presented with right leg pain. It was reported that a cta was performed. There were no noted blood flow issues. On (B)(6) 2021 it was reported that the patient's right limb was thrombosed. There was no suspected cause for the thrombosed right side. Reportedly there were no issues with the patient's left limb and no thrombus was noted through the devices located on the patient's left side. It was reported that the only viable option was to perform an above knee amputation. The amputation of the patient's right limb was performed with no reported issue. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #rlt281412/ serial #(B)(6)/ UDI #(B)(4) which is captured in manufacturer report #3013164176-2021-01199.

Manufacturer narrative:
H.6. Component code added h.6. Investigation findings: code 213 - the imaging review found the following: four time-points available for evaluation - post-implantation cta dated (B)(6) 2021, post-implantation cta dated (B)(6) 2021, a non-dicom movie with no date, name, or demographics, and post-implantation cta dated (B)(6) 2021. Post-implantation cta dated (B)(6) 2021 appears to show that there appears to be contrast outside the implanted contralateral leg in the patient's right common iliac (rci). Post-implantation cta dated (B)(6) 2021 appears to show an additional device limb extending into the patient's right external iliac artery (reia). Comparison axial imaging from the (B)(6) 2021 and (B)(6) 2021 appears to show that there appears to be thrombus within the contralateral limb on the patient¿s right side. There appears to be lack of distal apposition of the device end of the limb extending into the rci on the (B)(6) 2021 time point. There appears to be embolization materials bilaterally at the level of the internal iliac arteries. Streak artifact is produced by the metallic embolization materials. Flow is visualized in the limb extending into the patient's reia. Flow is visualized throughout the patient's reia, distal to the implanted limb, to the level of the right femoral head on the (B)(6) 2021 time-point. Non-dicom movie appears to show that there appears to be at least one additional device extending distally, within the originally placed contralateral leg, on what appears to be the patient¿s right side. There appears to be flow throughout the implanted devices. Post-implantation cta dated (B)(6) 2021 appears to show that there appears to be thrombus in the anterior trunk portion of device extending into the contralateral leg that will extend into the rci. There appears to be thrombus within the contralateral legs and ibe on the right side of the patient. They all appear to have no flow. The occlusion is seen within the limb in the reia. The reia appears to be occluded distal to the end of the device limb in the patient's right external iliac artery. The gore® excluder® iliac branch endoprosthesis instructions for use (IFU), states that potential device or procedure-related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, occlusion of device or native vessel, endoprosthesis occlusion, and amputation. H.6. Investigation findings: code 3233 updated to code 213 h.6. Investigation conclusions: code 11 updated to code 4315.